Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Reportedly, customer believes that their bg level was caused by walking around a lot. Customer ate ice cream and requested assistance from tandem technical support in cancelling an extended bolus that was programmed earlier in the day. Recommendation was made to consult with health care provider to discuss diabetes management.